Event description:
During a remote follow-up, myopotential overnsensing was detected on the right ventricular (rv) lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.